Event description:
Caller updated time, personal profile, and settings on their device, assisted by technical support. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer was advised to monitor and report if the discrepancy in time display greater than five minutes recurs, and they understood and acknowledged this guidance.